Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having yellow wrench with message stating, driveline power fault. Log files showed driveline power fault as mentioned beginning on (b)6) 2023 at 4:20 pm. They did not appear to be any issues with power b conductor/wire. There was no interruption in pump support during these events. Modular cable and controller were exchanged, and it resolved the driveline power fault. Related modular cable is reported under manufacturer report number 2916596-2024-00152.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following being exchanged due to driveline power fault alarms. The returned heartmate 3 system controller was functionally tested with the returned modular cable and the driveline power fault alarm was reproduced. The heartmate 3 system controller was tested alongside known working test equipment and was found to perform as intended. Further evaluation of the modular cable found wire damage that caused the reported event (see manufacturer report number 2916596-2024-00152). The root cause of the reported event was determined to be not correlated to an issue with the heartmate 3 system controller. The device history records were reviewed, and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.